Event description:
It was reported that there is a difference between the sensor glucose reading and the blood glucose level. Customer stated that the last blood glucose was 93 mg/dl and the sensor reading was 60 mg/dl. Customer stated she tries to calibrate 4 times a day but sometimes they calibrate more to try to adjust the sensor. Customer stated that the sensor reading was 69 mg/dl and it triggered the threshold suspend on the insulin pump and the blood glucose was not low. Threshold suspend limit is set up at 70 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.